Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s lead had migrated. It was noted that the lead migration was causing the patient¿s neck pain. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively.